Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h4, h6 and h10. The e1 "telephone number," e2/e3, g2 and h8 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the fiber tip breaking/missing was due to mishandling of the fiber during the fiber return process as no damage to the fiber was noted at the customer site. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service discovered the reportable malfunction. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the laser fiber was not detected. The device was returned to service where evaluation found the distal tip was missing. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found at evaluation.